Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited premature battery depletion during device interrogation. A follow-up interrogation revealed that the ICD entered backup vvi mode, which caused the patient discomfort due to the vibration alerts. Programming changes were made, and the ICD was explanted and successfully replaced. The patient was stable.